Manufacturer narrative:
Batch review performed on 19 august 2021. Lot 168824: (B)(4) items manufactured and released on 05-may-2017. Expiration date: 2022-apr-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed 8 months after primary surgery due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head the surgery was completed successfully.